Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the force bipolar instrument had a connection failure of the current flow. The customer tested the instrument cable and suspected a faulty instrument. The procedure was completed with no reported injury. The force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. The instrument failed electrical continuity testing. There is no obvious damage to the conductor wire upon initial inspection. The force bipolar instrument was transferred to the advance failure analysis (afa) engineering for further investigation. Afa confirmed failed electrical continuity when the force bipolar instrument was retested. A deeper inspection of the instrument the distal end of the instrument found that the conductor wire insulation was damaged but there was no exposed wire. When disassembling the instrument, it was found that the insulation was also damaged in the proximal end at the main tube/roll gear junction. Although this was noted, this conductor wire connection still passed the electrical continuity. The wire was cut just behind the wrist of the grips and continuity was retested and failed. The grips were then removed from the distal clevis and it was observed that the conductor wire was pinched near the distal clevis pin indicating a conductor wire damage. To further confirm that the conductor wire break was located at the pinch, the wire was cut just after the pinch and continuity was tested on both sides and failed in the section where the pinch was located. The root cause of this is attributed to a component failure. No image or video was available for review. A review of the instrument logs for the force bipolar (part number 471405-06/ lot number n102106220162) associated with this event has been performed. Per this review of the logs, the force bipolar instrument was last used for a procedure on (B)(6) 2021 using system serial# (B)(4). There were 8 uses remaining after last procedural use. This complaint is a reportable malfunction event due to the following conclusion: afa confirmed that the force bipolar instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.